Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection revealed that the white flag was not attached to the needle, it was difficult to assemble back in its position. No tip damage was found. Based on the condition of the device, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device 64825, and no non-conformances were identified. Complaints have been filed regarding the expressew iii needles as part of the expressew iii autocapture flexible suture passer system. This system is indicated for passing suture through tissue in open or arthroscopic surgery. Complaints were received due to the incorrect position of the plastic flag at the proximal part of the expressew needle, and this flag is used to properly load or unload the needle and used to position the needle properly within the expressew iii re-usable instrument. The incorrect position of the white plastic flag issue is attributed to manufacturing; this product issue is already being addressed by depuy quality system. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI:(B)(4). Reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in colombia that during a rotator cuff repair procedure on (B)(6)2022 , it was observed that the expressew iii needle device was not deployed when the trigger was activated. According to the report, the rubber that carried the needle was shot out of the forceps. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.